Event description:
Doctor reported that screws placed at sites 25 and 26 fractured and were removed.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Date of event unknown / not provided. Additional device information unknown / not provided. Reporter name and address unknown / not provided. Premarket identification k072642. Device manufacturer date unknown / not provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Two certain® titanium large hexed screw, ilrght were returned for investigation. Visual inspection via naked eye and camera magnification confirmed that the screws were fractured at the threads and the threaded portion was not returned. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Device history record (DHR) review was completed for the subject lot number (1209240). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A lot specific complaint history review was conducted for the subject lot number (1209240) and revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event for similar events (complaint category keywords: fracture screw). Based on the available information, device malfunction did occur and the reported event was confirmed following inspection and evaluation.